Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as MFR ID #: 2134265-2010-05884. Same patient as MFR ID #: 2134265-2010-03767, 2134265-2010-03687. The 80% stenosed, high risk class "c" target lesion was located in the heavily calcified mid right coronary artery (rca). It was reported that there were "multiple areas of heavy calcification with the tightest spot being 80% with a long segment of disease". Timi flow was "2". Additionally, the proximal right posterior descending coronary artery (pda) had 70-80% stenosis. A non-bsc guide wire was advanced into the distal right posterior descending coronary artery (pda). A 2.0x9mm maverick over-the-wire balloon was advanced, but it was unable to pass the lesion in the mid rca. Rotational atherectomy was performed with a bsc 1.5mm burr across the proximal rca into the mid and distal rca where reopro and heparin were used. The rotawire guide wire was exchanged for a non-bsc guidewire. A non-bsc catheter was used to pass another non-bsc wire into the distal rca and right pda. Than a 2.0x9mm balloon was advanced and predilated the right pda. It was removed and a 2.5x13mm non bsc stent was deployed at 11 atm in the proximal right pda. The balloon from the non-bsc stent delivery system (sds) was then used to predilate the mid and proximal mid rca at 16 atm for 9 seconds and 16 atm for 15 seconds. A 3.0x32mm taxus express2 stent was advanced and deployed in the mid-distal rca at 14 atm for 30 seconds. Then the taxus sds balloon was used to dilate the proximal part of the stent at 16 atm for 5 seconds and to predilate the mid rca at 16 atm for 20 seconds. A 3.0x32mm taxus express2 stent was advanced and deployed at 16 atm for 20 seconds in the proximal to mid-rca overlapping with the first stent. Seven post dilation inflations were performed using a 3.25x15mm quantum maverick balloon in the mid and distal rca neither stent overlapped with the previously placed perseus study stent in the rca. There was 0% residual stenosis and timi-3 flow was restored and the procedure was closed. (B)(6) 2010, the patient was admitted with cardiac chest pain. Cardiac catheterization revealed the distal rca had a 70% stenosed lesion. It was treated with predilation using a 3.5x12mm maverick balloon and placement of a non-bsc stent. The lesion was post dilated with a 3.75x8mm quantum maverick balloon. The proximal rca was also treated at this time. The event was considered resolved without residual effects and the patient was discharged 1 day later.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that at the time of the event, the patient had developed progressive exertional angina. Cardiac catheterization revealed a possible stent fracture in the mid to distal rca. There was timi-3 flow. At the reintervention, the lesion in the rca was crossed with a 0.014 non bsc guide wire. A 2.5x12mm maverick balloon inflated to 18atms to treat the distal in stent restenosis. A 3.0x15mm quantum maverick balloon was inflated to 16atm to further treat the distal rca. The same balloon was then moved to the proximal rca and inflated to 12atm. A 3.0x18mm non bsc drug eluting stent was deployed distally, and a 3.5x18mm non bsc drug eluting stent was deployed proximally, covering the ostium of the vessel. A 4.5x15 maverick xl balloon and 3.0x15mm, 4.5x15mm and 3.5x15mm quantum maverick balloons were used for post dilation. The stents were adequately expanded with 0% residual stenosis and the procedure was closed without complication. The patient returned 3 months later ((B)(6) 2010) due to angina. Cardiac catheterization revealed a 60% stenosed lesion located in the proximal rca with timi-3 flow. It was treated with angioplasty and placement of a non-bsc stent. Timi-3 flow was maintained. The distal rca was also treated at that time with placement of a non-bsc stent.